Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The sensing vector was set to the alternate sensing vector. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary sensing vector and the smartpass has now been activated. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the condition of the patient has improved, so, the doctor has programmed the system therapy off. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The sensing vector was set to the alternate sensing vector. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary sensing vector and the smartpass has now been activated. There were no additional adverse patient effects. The system remains implanted.